Event description:
Patient scheduled at this facility for elective hysterectomy and removal of bilateral breast implants. Patient elected to have implants removed due to mental anguish from media coverage of silicone implants. Implants wre placed at another hospital - no implant information available through t his facilitydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, other, unanticipated adverse reaction - long term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.